Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product typ catheter. (B)(4). Analysis of the pump revealed no anomaly found.

Event description:
It was reported that the patient was experiencing an increase in spasticity. Malfunction of the pump versus the catheter was suspected. The pump and catheter were explanted; catheter was not returned to manufacturer. There was no patient injury and the patient outcome was reported as recovered without sequela. It was noted that the patient had a history of motor vehicle crash in (B)(6) 2011 and was ejected from the car. The device system was used to deliver compounded baclofen.